Event description:
It was reported that during acl fixation surgery, the surgeon attempted to insert the screw in his usual technique and then noted that the tip of the screw the thread was stripped and could not be started correctly without damaging the graft. A backup device was available to complete the procedure with no delay. No other complications were reported.

Manufacturer narrative:
Update part number.

Manufacturer narrative:
H10, h3,h6: the reported 72202691 screw, biosure healicoil pk, 8mm x 30mm, intended for use in treatment, has not returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. From the information provided, ¿during acl fixation surgery, the surgeon attempted to insert the screw in his usual technique and then noted that the tip of the screw the thread was stripped and could not be started correctly without damaging the graft¿. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality.